Event description:
The user facility reported that during a patient procedure, their 4085 surgical table did not perform the desired table command. A biomed technician was contacted and removed the table from the or into the hallway. While the table was in the hallway, hospital staff detected a burning odor, smoke and flames emitting from the base of the table. The smoke was extinguished immediately; no harm to the patient or hospital staff was reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and found all major electrical and hydraulic table components were charred and damaged due to the event. The technician identified evidence of saline solution crystallization and rust in and on the table's power supply and batteries. The crystallization and rust are consistent with fluid intrusion through the base of the surgical table. The table was installed in (B)(6) of 2010 and is not under steris contract agreement for maintenance. The table is maintained by the hospital's biomedical department. The hospital is responsible for the maintenance of the 4085 surgical table and ensuring that the proper maintenance is performed at the intervals indicated in the 4085 operator manual. Section (5.11) states, "whenever the table column cover assembly and/or table base cover are removed then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." Following the event, a steris account manager and senior service engineer visited the facility to further investigate the reported event and evaluate the table. The account manager was informed that immediately prior to the event, a large quantity of saline solution was used during an orthopedic procedure. It is likely the saline solution was able to enter into the table's power supply, through compromised table seals on the base of the surgical table. The steris service engineer's evaluation confirmed the table's battery and power supply was exposed to fluid, creating an arcing condition at the table's battery; resulting in the reported event. While onsite, the account manager discussed the importance of properly sealing the table base covers with the user facility's biomedical staff. The table subject of the reported event has been replaced. No further issues have been reported.